Manufacturer narrative:
(B)(4); batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy, during a hermetic test in which there was a leak of blue liquid, the doctor noticed a localized leak in the tissue, and proceeded to suture it. While collecting the disposable, the cartridge still had staples in a discontinuous way. Surgery was not delayed, and was successfully completed. No fragments were generated, and no other medical intervention was required. There were no patient consequences.